Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe was "contaminated".

Manufacturer narrative:
H.6. Investigation summary: it has been received 1 sealed sample of 20ls lot 1807317 for investigation. Upon visual inspection of this sample it can be observed brown foreign matter on barrel. Upon inspection at 10x it can be confirmed this foreign matter is burnt material from molding process since it is in barrel injection point. DHR of lot 1807317 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Fmea for assembly process ar-2a32 includes control modes for this defect. Maintenance and cleaning program is performed periodically to injection machines according to pm-006. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with burnt material in injection point during molding process due to a failure in injection machine. Based on all the preventive measures and our stringent in¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.

Event description:
It was reported that the bd plastipak¿ syringe was "contaminated".